Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent a computed tomography angiography that revealed a type ii endoleak from several lumbar arteries. The aneurysm diameter was unchanged. No additional endoleaks were noted. On (B)(6) 2011, the pt underwent a reintervention where two additional gore excluder aaa endoprostheses were implanted. The pt tolerated the procedure.